Manufacturer narrative:
Performed at the site of injury. Cavotricuspid isthmus (cti) ablation for right atrial flutter was performed with power at 25-35 watts and impedance from 80-115 ohms. There were no significant changes noted with power, temperature, or impedance. Injury was discovered approximately 30 minutes after the last ablation. Irrigated catheter flow was set on 15 ml/min for ablation at 35 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained in an unknown range. Act at the time of injury was noted to be high therapeutic (greater than 400 seconds). It was noted that the patient had taken xarelto one day prior to the procedure. The smart touch bidirectional sf catheter was not in the body at the time the injury was discovered. Pentaray was positioned in the left atrium. There is no information regarding the shaft proximity interference value. The smart touch bidirectional sf catheter was not in close proximity to another catheter. The smart touch bidirectional sf catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. It is not known if a biosense webster, inc. Product is responsible for the injury. It was also reported that after a soundstar 10f catheter exchange for no imaging, there was a persistent error (61001). Despite extensive troubleshooting the physician was unable to draw cardiac contours and visualize the soundstar 10f catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17475254l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: pentaray catheter. Smartablate generator. Carto 3 system, model #: m-4800-01, serial #: (B)(4). Non-biosense webster, inc. - baylis medical transseptal needle, non-biosense webster, inc. - st. Jude medical sl1 8.5 french sheath. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6), underwent an ablation procedure for atrial fibrillation/right atrial flutter with a smart touch bidirectional sf catheter and a soundstar 10f catheter and suffered a cardiac tamponade requiring surgical intervention. After the right atrial flutter ablation, the transseptal puncture, and the advancement of the sheath and pentaray catheter into the left atrium for fast anatomical mapping, the patient became hypotensive and a tamponade was discovered. A pericardiocentesis/pericardial window yielded approximately 1300 cc. The patient received 800 cc back via autotransfusion. Protamine 50 mg was administered for heparin reversal. The patient was transferred to the operating room for surgical repair of the right atrial appendage (raa). The patient required extended hospitalization as a result of this adverse event for recovery from the surgery. The patient outcome was improved. There were no factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that the raa may have been punctured either while manipulating the ultrasound catheter or when the patient was cardioverted. It was noted that these are the physician¿s speculations and it is unknown when the injury actually occurred. The transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical sl1 8.5 french sheath. The smartablate generator was set on recommended flow rates. The generator settings at the time of injury were not reported, as ablation was not being performed at the time of injury. Overall ablation time at the site of injury was not reported, as ablation had not been